Event description:
It was observed during device evaluation, that the ultrasound gastrovideoscope had damage on the probe and adhesive around the forceps elevator was missing. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the damaged probe and missing adhesive was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.